Event description:
It was reported that this brady lead in the left bundle branch showed low impedance and high threshold, likely due to corrosion-related damage. This brady lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead in the left bundle branch showed low impedance and high threshold, likely due to corrosion-related damage. This brady lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix and tissue was noted entwined on the tip. Testing was completed to assess lead electrical performance and inner insulation integrity. The lead tip helix housing was disassembled for analysis. Microscopic examination revealed gate oxide corrosion, characterized by pitting and dissolution, specifically located at the coupler and helix weld area. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.